Event description:
It was reported that the patient had sound only intermittently. In 2006, the patient was examined in the hospital and it was confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.